Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up the lightsource had heavy lint buildup at the side air intake. The air intake mesh was cleaned to improve ventilation. There was no report of patient harm or user injury associated with this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: g3, h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. According to the investigation, the complaint was reported due to a lamp error. The root cause could not be identified. Based on the results of the investigation, the complaint allegation for "lamp error", was not confirmed; however, heavy lint buildup at the side air intake was observed. Investigators cleaned the air intake mesh to improve ventilation and removed lamp bracket and confirmed lamp was olympus and appears to have sufficient heat shrink compound applied. Retested after cleaning and no additional errors occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.